Event description:
As reported: "removal surgery was performed due to secondary fracture occurred in the femoral trochanteric region ipsilateral to the site of the implanted nail after bone union was achieved."

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.